Manufacturer narrative:
Date of report: 16jul2019. Date received by manufacturer: 31jan2019. From due diligence, it was determined that the customer is not alleging a deficiency with the product. This issue was reported when the customer changed the company from which their gas was received, and the new canisters were too large for the specifications of the cart. The cart is working as designed. The customer replaced their carts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : customer resolved.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. Serial number unknown. Reporter phone number provided was invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the size difference in the gas tanks required a larger bracket on the stand. There was no patient involvement. The event date was not specified; estimate used.